Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address elevated metal ion and symptoms of metal reaction. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available use for device revision or replacement.

Event description:
After review of medical records patient was revised to addressed mechanical complication of prosthetic joint implant, elevated serum metal ions, evidence of alval lesion and femoral bone loss and persistent worsening pain. Pseudotumor was identified laterally within the trochanteric bursa and there was significant scarring posteriorly as well. Heterotopic bone identified within the abductors that was left in place as excision would cause excess damage to the abductors. Extensive debridement of scar tissue and metallosis stained tissue within the joint to obtain exposure of the acetabulum component. The head was impacted off the trunnion and visualized some corrosion at the taper, though the taper was still in very good used again. There was a clear defect in the posterior aspect of the proximal femur to adjacent of lesser trochanter with significant metal debris. There was fairly extensive bone loss in the metaphyseal region along the in growth region of the stem. Stem was not loose and was well fixated. Attention was on acetabular component, removed more scar and metal stained debris, cup was well fixed and left in placed. There was also some corrosion identified behind the metal liner which was removed and copiously irrigated. Added law firm, medical history, date of birth of patient, date of implant and product details of liner , head and stem in impacted products. Corrected patient's initial. Doi: (B)(6) 2010. Dor: (B)(6) 2018. Right hip.